Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. It was reported fingerstick values were entered during error display. At the time of contact, no injury or medical intervention was reported. It was reported that calibration was not performed accordingly, patient enter entered fingerstick values during error. The dexcom g4® platinum continuous glucose monitoring system user's guide states: do not calibrate if the glucose reading error symbol shows in the status area.